Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Onset date: (B)(6) 2016 it was reported that the patient underwent an anterior/ oblique lumbar interbody fusion procedure. Approximately 3 days post-operatively, the patient reported paresthesia. The patient reported bilateral groin pain with burning pain into bilateral thighs. Patient underwent a revision instrumentation surgery at t12-l4 to elect a different trajectory. Approximately 6 months post-operatively, patient underwent a revision due to medial breached at t12 screw level. The outcome of this event is considered resolved without sequel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Onset date: (B)(6) 2016 it was reported that the patient reported left sensitive radiculopathy, right sensitive radiculopathy, and paresthesia. Symptoms included abdomen and groin pain. Postoperatively the subject underwent a revision instrumentation surgery at t12-l4 to elect a different trajectory with removal of previous rod and screw fixation at t11-l4; revision t12-l1; revision to fusion with rhbmp2, autograft at t12-l1, and revision to instrumentation t12-l4, revision laminotomy, partial facetectomy, revision posterior lumbar fusion. Treatment included hospitalization. The outcome of this event is considered resolved without sequel.